Event description:
It was reported that this implantable pulse generator (pacemaker) displayed error code 1010, message indicator of corruption in the stored therapy history. Technical services suggested to clear the error code and perform a device memory download. If the error code reappears, the device should be scheduled for a non-emergent replacement. Further information indicates the code was cleared and the patient was sent home. The device was scheduled for replacement due to normal battery depletion as it has remained in service for over 11 years. This pacemaker remains in service and no adverse patient effects were reported.